Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device had progressive deterioration in performance until it did not work. The harvester rested the unit for 30 seconds to cool, but performance was still intermittent. A replacement vasoview hemopro endoscopic vessel harvesting system (vh-3000) was used to complete the procedure. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were heavily charred and bloody. The heater element had lifted up somewhat. The device was very bloody. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up. There was a wire extending out of the heater weld shrink tubing. Based upon this observation, the reported complaint for "kept shutting off" was confirmed. Internal file number - (B)(4).